Event description:
A co named biocomp research corp, is selling fake near-infrared spectroscopic devices to hundreds of disabled people. Many more units have been sold to unsuspecting clinicians and are being used to provide sham neurofeedback therapy to their pts. I suspect the number of therapists is more than 100 and perhaps a hundred thousand hours of time has been spent administrating worthless and false "therapy" with this device. Owner uses empirical studies compiled by hamamatsu - currently seeking FDA approval and MFR of clinical grade near - infrared spectroscopy - to deceive propsective customers into believing the biocomp device is authentic. He sells his device illegally to anybody via telephone and does not have a license to practice medicine. A complete list of his false and outrageous claims to alleviate the symptoms of epilepsy, multiple sclerosis, aging, add, autoimmune disorders, dementia, alzheimer's, and virtually every known malady to afflict mankind can be found on the biocomp website. Please stop the fraudulent distribution, misrepresentation, false claims and criminal conduct of this individual.